Manufacturer narrative:
Investigation results that the needle was occluded. Visual evaluation of the returned device found no issue with the outer sheath. However, the outer sheath was partially occluded by dark residue stuck on the inner wall at about 2.5 cm from the distal end. Attempts to retrieve the residue material is unsuccessful. The device was disassembled and assessment found no issue with the inner sheath and the needle was present, properly bonded, and without issue. Functional evaluation with the working length formed into two loops found the interject sclerotherapy needle would not extend. When reinserting the needle and inner sheath into the outer sheath, resistance was felt at the point where needle was approximately 2.5 cm from distal end of the outer sheath. Most likely, the residue inside the outer sheath was from a marker fluid or from some biological aspect of the procedure. Once the residue had dried inside the outer sheath, the residue partially occluded the sheath and prevented the needle from extending. The complaint that the needle was unable to fully extend was confirmed. Based on the condition of the returned device and the evaluation conducted, the most probable root cause for the needle being occluded was operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an interject sclerotherapy needle was used during a procedure on (B)(4) 2015. According to the complainant, during the procedure, the needle was impossible to pull out from the sheath after several attempts. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results which revealed that the needle was occluded.